Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebv1051 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebv1051) have been reported from the same facility.

Event description:
Bard clinical specialist reported that during demonstration of the product the catheter disconnected from the hub. It was stated that the hub remained within the device and the needle and catheter disconnected. The devices were not used on patients and were discarded. On (B)(6) 2017-sales rep reported event occurred when removing protective sleeve. Sales rep stated that the catheter appeared to be adhered to the inside of the protective sleeve. Sales rep attempted to remove catheter from sleeve but required use of a needle to dislodge. Sales rep did not feel the catheter broke and did not see any catheter remnants on the device. This file addresses device 1 of 5.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred. A lot history review (lhr) of rebv1051 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebv1051) have been reported from the same facility.

Event description:
Bard clinical specialist reported that during demonstration of the product the catheter disconnected from the hub. It was stated that the hub remained within the device and the needle and catheter disconnected. The devices were not used on patients and were discarded. On (B)(6) 2017 - sales rep reported event occurred when removing protective sleeve. Sales rep stated that the catheter appeared to be adhered to the inside of the protective sleeve. Sales rep attempted to remove catheter from sleeve but required use of a needle to dislodge. Sales rep did not feel the catheter broke and did not see any catheter remnants on the device. This file addresses device 1 of 5.